Manufacturer narrative:
At this time product has not yet been returned and not expected back and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as the device was reportedly not available anymore. However, if the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pregnant customer reported unspecified low glucose values when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer experienced symptoms of thirst, and feeling "tired and unwell," which the customer reported may be due to pregnancy. The customer self-treated with an unspecified dose of insulin. The customer self-presented to a hospital where a blood glucose result of 9.6 mmol/l was obtained on the hcp meter and the customer was treated with additional insulin (dose unknown). No further information was reported. There was no report of death or permanent injury associated with this event.